Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer's representative the patient noticed her device was showing elective replacement indicator (eri) and end of service (eos). It was the same pictures as in the manual. The patient had not used her patient programmer so she was not sure what it was saying at this point. The stimulation was no longer reaching the patient's foot. The patient had the stimulation at 9.5-10.5 volts normally. The last time she successfully felt stimulation was the week prior to the report. It was confirmed the patient had not had any overdischarges in the past. At the time of the report, they were unable to read the patient's device because it was discharged. The rep had no further information when followed up with regarding the cause of the event, outcome, and interventions. Relevant medical history included complex regional pain syndrome type 1. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.